Manufacturer narrative:
Block e1: this event was reported by the bsc sales representative. The healthcare facility is: (B)(6). Block h6: imdrf device code a050702 captures the reportable event of snare loop unable to cut.

Event description:
It was reported to boston scientific corporation that a captivator ii snare was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During procedure, the snare would not cut through a polyp with cautery. The procedure was completed with another of the same device. There were no patient complications as a result of this event. No further information has been obtained despite good faith efforts.